Event description:
It was reported that high pacing thresholds were observed at follow-up. The lead thresholds were normal on a pacing system analyzer (psa) but high again when the lead was attached to the device. The lead and the ICD were replaced.